Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No cause of the condition was determined and the product was found to be within specification. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a black screen occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.